Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) who reported the implantable neurostimulator (ins) was removed in (B)(6) 2018 because it stopped working/wasn¿t working for the consumer. The hcp stated the consumer was told the wires may still be implanted and the operative notes were unclear as to which components were removed. An x-ray was ordered to try and determine if any components were still implanted. No further complications were anticipated. Relevant medical history includes urinary dysfunction/sacral nerve stim.